Manufacturer narrative:
(B)(4).received information that the device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a low anterior resection procedure, the tissue pad fell off the jaw and could not be found inside nor outside of the patient. The tissue pad was not found. The device was in the patient being activated when the sound was heard as if the jaws were metal to metal. Another device was used to complete the procedure. No adverse consequences reported.